Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. No interventions were reported. There were no patient consequences.